Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/16/2017 with the following findings: the down arrow keypad button was under-responsive. No damage was found to the keypad contacts. Moisture was observed on the keypad connector and printed circuit board. Leak testing revealed a display lens leak.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down arrow keypad button was under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.